Event description:
The recipient reportedly presented with an incorrectly inserted magnet with redness and discomfort at the implant site. The magnet was successfully reinserted correctly. The recipient was asked to stop wearing the device for 2 weeks. No skin breakdown was confirmed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has successfully resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.